Event description:
It was reported that the patient had a surgical procedure to revise the patient's inflatable penile prosthesis(ipp) preconnect component due to the cylinder not inflating. A patient outcome was not reported.

Manufacturer narrative:
G5 corrected the ams700 ipp cylinders were visually inspected and functionally tested. Both cylinders had wear at fold in cylinder body; no leaks were found in cylinder body. The transition between the cylinder rte and krt junction of cylinder 2 was identified to be cut/damage that was result of sharp instrument damage which occurred during explant; hole was present. These damages are consistent with explant damage and were considered a secondary failure. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump krt was worn; no leaks were found. The pump was functional test and failed deflation test (3) and failed activation test (2). However, product analysis concluded the identified a pump failed functional deflation and activation test was the most probable cause of the inflation issue. The product record review indicated that the reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure. Based on the results of this investigation, no escalation is required.

Manufacturer narrative:
Additional information received that the patient has a revision surgery booked for (B)(6) 2020.

Event description:
It was reported that the patient will have a surgical procedure to revise the patient's inflatable penile prosthesis(ipp) cylinder due to the cylinder not inflating. A patient outcome was not reported.

Event description:
It was reported that the patient will have a surgical procedure to revise the patient's inflatable penile prosthesis (ipp) cylinder due to the cylinder not inflating. A patient outcome was not reported.